Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device plastic case was cracked. During unpacking of an encore balloon catheter inflation device, the plastic case was noted to be cracked. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box; however, the tray was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that the device plastic case was cracked. During unpacking of an encore balloon catheter inflation device, the plastic case was noted to be cracked. No patient complications reported.